Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted (B)(6) 2016; 457453 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead on all vectors. The lead remains in use, however, further action is planned, but not yet taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Rationale: it was determined that the reported complaint cannot be substantiated via s2d analysis as the adverse event is not directly related to product performance. Therefore the s2d analysis will not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done.